Event description:
It was reported that a large volume infusor had no flow. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 5, 2012 and october 6, 2012. The sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.